Manufacturer narrative:
(B)(4). In a f/u call to the facility, the reporter stated that the pt was doing fine and that there was no need for add'l treatment as a result of the leakage. The reporter also confirmed that tpn was being administered at the time and that the use of the valve is about a 20 - 24 hour time period. One (1) used caresite valve without packaging was received for eval. The sample was subjected to a leakage test with failing results. The sample was then examined under magnification, and a crack was noted in the caresite body but not along the knit line. A review of the nonconforming lot report (nlr) database was performed for the finished good and involved molded component lots and no abnormalities or nonconformance's were noted during in-process or at final product inspection. The investigation into the cause of the reported incident is on-going at this time. A f/u report will be submitted when the investigation results are available.

Event description:
As reported by the user facility: "mother states she found her child in a pool of blood when she got up from her nap. She states there was a crack in the side of the caresite."